Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fractured insertion sheath, leaking ultrasonic medium, twisted insertion sheath. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction resulted in accordance with a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a diagnostic ultrasound respiratory examination procedure, that the tube sheath of their ultrasonic probe device ruptured during the initial use. The procedure was completed after replacing the product with a new device of the same kind. There were no reports of patient harm.